Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141 - 2020 - 02149, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 60634931 was manufactured prior to (B)(6)-2015. As a result, a UDI number is not required.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 3 failed to integrate due to significant bone loss and infection and at the implant site. The implant was removed. If applicable add additional details. Per indicated: loss of integration w/ bone loss & infection - peri implantitis. Surgical/medical intervention required for permanent damage: none reported. Additional appointment required: none reported symptoms as a result of the event: abscess and inflammation.